Manufacturer narrative:
A field service engineer (fse) stated that he was unable to locate where leaking no foam occurred. The fse found water beneath the "air dryer due to humidity in the lab." The fse replaced the check valve to the no foam container as a precaution and verified repair per established procedure. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they found no foam under the no foam canister, air bubbles in the air line and white precipitate in the no foam canister in unicel dxc 800 pro synchron clinical system. No injury was reported in connection with this event.